Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument failed to deliver energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No portion of the conductor wire insulation is missing. Additional observations related to customer reported complaint were also identified: the fenestrated bipolar forceps instrument was found to have a dislodged conductor wire at the distal end. A loop of the conductor wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. This was caused by broken conductor wire in the distal end. The instrument was also found to have charring and localized melting at the grip side base. The complaint was confirmed by failure analysis.